Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an apparent needle detachment. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle in the picture. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. At noon, the patient underwent surgery. The chief surgeon was suturing the uterus with a needle holder and gently pulling the needle, the problem of the suture pulling off the needle happened. The touring nurse was notified to immediately replace the new suture for suturing, and the surgery proceeded smoothly. No adverse patient consequences were reported.